Event description:
The device broke while in use on a patient. The caller reported that the nursing staff heard noises coming from the patient's room. The caller reported that the patient was experiencing respiratory distress and that upon visual inspection of the tracheal site the outer cannula of the tube appeared to have "cracked away' from the flange. The caller reported that the outer cannula migrated down the trachea of the patient and the flange remained secured to the neck with tracheal ties. The caller reported that 911 was dispatched to the residence and the patient was transported to the local hospital. The caller reported that the / portion of the tube that migrated down the patient's trachea was removed in the emergency room with and unspecified instrument. The caller reported that the tube was replaced without further incident but the patient did suffer moderate bleeding from the trachea site.